Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller did not work right and that the controller had been defective since they've had it. Patient stated that when looking for a device it took up to almost 2 minutes to find the device. Patient stated that they charge their implant in the morning and they get it up to 100% but every time they try to go back to the screen with the groups a, b, and c it always goes right back to no device found which happened several times. Patient denied any recent falls or trauma. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed 40% and implant 60% recharging excellent. Agent instructed patient to unplug the recharger; then lock and unlock the controller. Patient confirmed their controller connected to their implant showing their therapy screen. Agent had patient lock and unlock controller for a second time, patient confirmed they were seeing their therapy screen. Agent reviewed device function with patient. Agent reviewed role of manufacturer representative and provided national answering service number. Agent redirected patient to their hcp further address the issue. Pt called on august 10th and talked to manufacturer reps and still had issues with their controller. After talking to their rep they thought there was something with the controller battery. It took forever for the controller to find the ins device for it could take 2 minutes for they get no device found when nothing was plugged into the controller. Once they get everything charged it took forever to get the page with the groups and programs since they got no device found. When adjusting therapy it took forever for they would get stuck on no device found. At night when getting ready for bed and the vibrations start in the legs and they try to go to lower the intensity and when they try to go lower they get no device found. Sometimes they would have to give up and turn stimulation off. Agent closed case. Patient called back on 2024-oct-03 and reported during the pairing process, their controller displayed 's oftware problem [99]' while they were trying to recharge their implant; "1 - intellis, 2- 3.6, 3 - 245, 4 - ensinterfacesm.c." Agent walked patient through resetting the controller by removing and reinserting li battery pack. After resetting, patient unlocked cont roller and reported software problem was gone and they were able to successfully complete the pairing steps. Patient noted the back of the controller seemed like it didn't fit correctly over the battery pack - agent directed them to use the older battery door cover and they confirmed that was better. Agent closed case. Additional information was received from the patient on (B)(6) 2024. They called reporting issues with the ins not charging good. Pt states they think the ins could have moved as the good/excellent/poor changes constantly. Reviewed to use belt and pt states they do not have good luck with the belt. Pt mentioned being shipped controller and wondered about being shipped battery pack. Pt wondered why it was flashing between good and excellent. Reviewed to monitor and call if the issues continue.